Manufacturer narrative:
It is unk if the actual product involved with the incident reported is available. Method: it is unk if the actual product involved with the incident reported is available. Per electronic communication from the customer, it was stated that only two lots were involved, clarification from the customer is pending. However, three suspect lots were provided; mbhw470, mbmz760, mbmz770. Relevant portions of the device history records were reviewed. Finished good products were received into inventory without quality issues. The product from these finished good lots and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the suspect finished good lots. On (B)(4) 2014, (B)(4) boxes of lot mbhw470, (B)(4) boxes of lot mbmz760 and (B)(4) box of mbmx770, all unopened were received at our premises. The results of the eval performed demonstrated that the product was within specification. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty due to all samples evaluated were found acceptable. Ref: complaint # (B)(4) (ethicon complaint # (B)(4). Item # sxpd2b405 stratafix spiral pdo knotless tissue control device - 2ctx #2 pdo 36 x 36, lot unk.

Event description:
It was reported that during an unk procedure, the suture tore apart leaving the wound no other option than to break open. Required intervention to prevent permanent impairment/damage. (B)(4).